Event description:
It was reported that on the first boot up of the day the 9900 system displayed a "charger failed" message. Repeated reboot several times with no change. Another c-arm was used for the cases. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the filament and generator driver pcb. The system was tested and found to be working as intended and placed back into service.